Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture, resistance, separation of the balloon and subsequent patient effects and treatment appear to be due to case circumstances. The lot history record (lhr) review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery (sfa). Pre-dilatation was being performed with a 5.0 x 80 mm armada 35 balloon catheter when the balloon ruptured radially. There was strong resistance when removing the balloon catheter and the sheath had to be cut open to remove the balloon when a piece of the balloon and distal shaft including the markers, were lost in the sfa. This occluded the vessel but a second sheath and a new guide wire were able to be advanced past the separated balloon. A non-abbott stent was deployed to entrap the separated portion of the armada 35 against the vessel wall at the intended site. A good flow was observed after implanting the stent. The procedure was completed at this time. There was no clinically significant delay in the procedure. No additional information was provided.